Manufacturer narrative:
Corrosion of the socket was identified as the probable cause of the device running on its own without activation; a damaged hall sensor can lead to false run signals.

Event description:
The core impaction drill was sent for evaluation because, it was running on its own without activation during testing. There was no pt involvement; no adverse event was associated with the device.